Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you identify lot number or samples? =>the lot number is unknown. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date in 2019 and suture was used. It was found that the suture had been detached from the needle. It was not a control release needle. There were no adverse patient consequences reported. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: the actual device was received for evaluation. It was received for analysis an empty opened winding former, a paper lid, a detached needle and a suture of product code z513. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. Marks could be observed on the edge of the needle that appears to be by the use of a surgical instrument. Also, remnant of the suture was observed into the barrel hole. The end of the suture was noted cut appear to be by use of a surgical instrument. To avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the tip. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the sample condition the assignable of the performance - pull off suture needle, suggest an improper handling of the sample.